Event description:
The patient had symptoms of fever, hyperthermia, hypertonia, hypotension and hypertension and had been seen for stiffman's syndrome 4-5 days ago. The pharmacist had a refill kit and was planning on doing a refill since they thought the patient's pump was low on medication. The physician reported the patient had probable intrathecal baclofen withdrawal. The patient had an x-ray in 2009 that was negative for catheter disruption; a CT scan 2 days later was also negative, and a catheter dye study in the same day was positive for flow disruption. Telemetry was reported as being normal. The patient underwent a pump replacement and catheter revision surgery in the next day. The patient's outcome was reported as "serious injury/illness-ongoing". The patient remained hospitalized at the time of the report. Additional information has been requested, a follow-up report will be sent if additional information becomes available.